Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed calibration for etco2 and displayed an etco2 equip malfunction inop message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.